Manufacturer narrative:
The reported event of accuracy issues can be confirmed based on the device evaluation. The user dropped four virtual screws intra-operatively. Afterwards 3 of them were overlapped with new virtual screws which were positioned more inferior. The position of the first four screws looking well in place; the three other ones not. This indicates that the accuracy was off.

Event description:
It was reported that during a lumbar fusion registered with ziehm rfd 3d it was identified that the guide wire was placed were more superior than displayed on the navigation screen. The accuracy was also incorrect left to right; the guide wires were repositioned four times prior to the proper placement of four screws within the pedicles. A clinically insignificant delay nor any adverse consequences were reported with this event.

Event description:
It was reported that during a lumbar fusion registered with ziehm rfd 3d it was identified that the guide wire was placed were more superior than displayed on the navigation screen. The accuracy was also incorrect left to right; the guide wires were repositioned four times prior to the proper placement of four screws within the pedicles. A clinically insignificant delay nor any adverse consequences were reported with this event.